Event description:
Allegedly revised due to midcervical right femoral neck fracture.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 057434295. Device history record reviewed. Product not returned. Package insert reviewed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete.